Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that a possible over delivery occurred. Customer stated that their insulin pump was not working and they had a emergency room visit because of hypoglycemia. Customer treated the low blood glucose event with food. Customer's blood glucose level at the time of call was 109 mg/dl. Customer was shaking, sweating and had weakness. No further patient complications were reported. Customer declined to troubleshoot; however, the customer will continue use of the device.